Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient "have suffered extreme physical injuries, extreme emotional and psychological distress which includes sudden death and damages for which they are entitled compensatory and equitable damages and declaratory relief in an amount to be proven at trial." Approximately two years later, an allegation from a second attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided.